Event description:
On october 3, 2005 the lay user contacted lifescan(lfs) alleging that his surestep enhanced meter had missing segments. The medical affairs specialist spoke with the user on october 4, 2005 to obtain/verify information. The user noticed the missing segments three months ago. He scheduled an appointment with his physician due to the missing segments. The user obtained a prescription for a new meter and was able to pick up the new meter the same day. The user stopped using the reported meter. The user clairfied that a result of 300 mg/dl was obtained at a regularly scheduled appointment prior to noticing the missing segments issue. Although the user initially reported that he received insulin treatment, he confirmed that in actuality no treatment was administered for the 300 mg/dl result. During the appointment, he was prescribed insulin, in addition to his 2 years of ongoing regimen of metformin and amaryl. He explained that he was also experiencing a headache, which was consistent with his elevated blood glucose level. The could not recall if he tested on the reported meter prior to the appointment. No further information was provided. The user could not recall results obtained on the reported meter, confirmed that he never experienced symptoms as a result of the missing segments issue, and did not receive any treatment from a medical professional. Therefore, there is no indication that the user suffered a serious injury due to the product. However, this complaint is being reported due to the reported missing segments. The meter was replaced and complimentary test strips anbd control solution were sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.